Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, the recirculation line was broken off. There was no pt involvement as this occurred out of box.

Manufacturer narrative:
Terumo did receive the actual device for investigation and visual inspection confirmed the complaint. The purge line on the top of the fiber bundle was sheared off. This is a result of excessive force exceeding the elastic limit of the tubing. (B)(4).